Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported on (B)(6) 2015 that they had a few falls in 2014, and that since the falls they thought the implant shifted and was sitting on their spine. It was noted that they had landed on the implant site with some of the falls. The related medical history included radicular pain syndrome (radiculopathies). A supplemental report will be submitted if additional information is received.